Manufacturer narrative:
Correction: MDR no longer reportable due to review of the complaint. MFR report # 1920898-2019-00748 is null and void. H3 other text : see h.10.

Event description:
It has been reported that one syringe 0.3ml 31ga 6mm halfunit 10bagnla has been found damaged before use. The following has been provided by the initial reporter: damaged material: code: 324913, batch: 8351983, quantity: 1 sp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.3 ml 31ga 6 mm halfunit 10bagnla has been found damaged before use. The following has been provided by the initial reporter: damaged material. Code: 324913. Batch: 8351983. Quantity: 1 sp.